Event description:
A peritoneal dialysis (pd) patient experienced "occasional peritonitis episodes". The cause of the events were not reported. Treatment, hospitalization, patient outcome, and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
E1 event date: it was reported as "occasional peritonitis episodes in the past". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.